Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22apr2020.

Event description:
It was reported that the unit had a white display. The customer reported that the unit was in use on a patient during the event with no harm noted.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. H11: h6: there was no patient involvement. H10: the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.